Event description:
A pt called lfs on 6/2002 alleging that their meter would power off during use. No symptoms or treatments were reported. No adverse events or injury occurred. Issue was not resolved per ccr notes. Meter was replaced. No further info was provided.